Event description:
According to the details initially reported by the company representative: using calypso for bathing resident. Lowered resident into arjo tub and during the bath the plastic insert in the seat came off and resident had to be raised and taken out of the tub and off the chair which was without the insert in place. Reference MFR #9611530-2013-00145.